Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and non-obstructive urinary retenetion. It was reported that patient was at the emergency room as they was not able to void; a catheter was placed while he was at the ER the patient mentioned how constipation can happen but not being able to void is terrible. The patient mentioned infections and irritation from cathing during this call.  No further complications were reported/anticipated at this time.

Event description:
Additional information was received from a health care professional (hcp). In response to the inquiry for clarification on if use of the catheter was the patient¿s standard of care, the hcp replied ¿yes,¿ that it was ¿needed for urinary retention. No further complications were reported at this time.

Manufacturer narrative:
Review of this MDR and the additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.